Manufacturer narrative:
A steris service technician arrived onsite and found that there was an exposed wire which was contacting the chamber door. The wire had shorted causing a small spark and main fuse on the unit to blow. The technician repaired the sterilizer, ran a test cycle and confirmed the unit to be operational. No additional issues have been reported.

Event description:
The user facility reported that sparks were observed to be coming out the front of the sterilizer. No injuries or procedural delays/cancellations were reported.